Event description:
It was reported that when using the bd pyxis¿ es refrigerator, device not detected on bus. Customer tried to reboot and recover but issue doesn't resolve. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another refrigerator, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that refrigerator was reported as not detected on the bus. The field service engineer (fse) reseated the refrigerator data cable and rebooted the system. Verified refrigerator communication and functionality through the hardware test application (hta). The system functioned as intended after the field service engineer (fse) resolved the issue.